Manufacturer narrative:
As reported, while preparing the 3dmax mid implant for insertion through cannula, the sealed edges cracked and tore when rolling it onto a grasper. This presented with multiple 3dmax mid units from different lots. A unit that did not tear in preparation was used to complete the case. There was no patient harm because of the problem experienced. The subject device for this 3dmax mid (lot hugu0321) was not returned for evaluation. Visual inspection of two samples (lot huhn1508 and lot huhn1513) returned by the user confirms the mesh is torn at the edge seal as reported. Dimensional inspection of the two returned units confirmed the edge seal was manufactured to specification. Review of manufacturing records (lot hugu0321) confirms the product was made to specification. (B)(4). No other complaints of this nature have been reported for this lot to date. The most probable root cause for the edge seals tearing in force applied to the 3dmax mid mesh while rolling the mesh onto the grasper. This MDR represents 3dmax mid (device #9). Additional MDR's were submitted to represents 3dmax mid (device #1, #2, #3, #4, #5, #6, #7 and #8) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample not returned

Event description:
As reported, during a robotic procedure, while rolling the 3dmax mid mesh in preparation to place through an 8mm trocar, the surgeon found cracking of the sealed edge of the device. It was reported that edge of the mesh was brittle and peeling off. It was reported that the same issue persisted in multiple devices. The procedure was completed with another 3dmax mid mesh which did not crack. There was no patient injury.